Event description:
The customer reported, the sys aborted fluoroscopy due to arcing in the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube. The sys operates as intended.